Event description:
The reporter alleged discrepant results were obtained on the suspect device when compared to a lab. The device result reported were 4.8 inr and 4.0 inr. The lab results reported were 3.1 and 2.7 inr.